Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent thrombosis and restenosis are known potential outcomes of carotid stenting and are multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of these events following stent implantation include pharmacological factor such as inadequate antiplatelet therapy; angiographic factors such as long lesions, multiple stents, calcified lesions and small vessels; patient-related factors such as acute presentation, smoking and the prevalence of other vascular disease (contralateral occlusion, cad, pvd, etc.); and procedural factors such as inadequate post-procedure lumen dimensions, dissection, thrombus, and tissue prolapse. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are patient and procedural factors that may have contributed to this reported event.

Event description:
This male patient with a history of diabetes, hypertension and high cholesterol was admitted for carotid angiography. The patient presented with neurological symptoms and had a stroke score of 5 upon admission. Angiography revealed a 69%, 5mm lesion in the proximal left carotid artery. There was no calcification or tortuosity. There was evidence of contralateral carotid occlusion (right carotid). An angioguard device was deployed beyond the target lesion without complication. An 8.0 x 30mm precise stent was successfully deployed. Residual stenosis following stent placement was 30%. Approximately 9 days post procedure, the patient was re-admitted with aphasia, right hemiparesis, and hemineglect and was diagnosed with tia. Angiography revealed in-stent re-stenosis and thrombosis. The patient needed a repeat carotid revascularization with intra-arterial thrombolysis and angioplasty of stent.